Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the quick release. The infusion set was in use for 3 days. No further information available.

Manufacturer narrative:
Initial and final (B)(4) device 3 of 3. E1: patient city: (B)(6) patient country: united states